Event description:
Additional information was received that high out of range pacing impedance measurements continue to be observed. The patient was seen in clinic and defibrillation threshold (dft) testing was performed and was successful. This product remains implanted and in service. The physician will continue monitoring. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and chronic right ventricular (rv) lead exhibited a high out of range pacing impedance measurement greater than 2,000 ohms. No adverse patient effects were reported. This product remains implanted and in service.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this device was explanted and replaced and the rv lead was surgically abandoned and replaced. The observations of oversensed noise and high pacing impedances continued, and now there were high pacing thresholds and low amplitudes reported. The rv lead was suspected to be fractured. No additional adverse patient effects were reported.